Event description:
It was reported that impedance testing showed electrodes 8-15 at over 20,000 ohms. The system was implanted on (B)(6) 2011. Intra-op testing showed impedances within normal range. Post-op, the patient felt great stimulation, and no impedance testing was done. The patient denied any falls or trauma. An x-ray showed a kink at the anchor site on one of the leads. It was unclear from the x-ray if the set screw was tightened. Additional information received reported that the patient was receiving stimulation for the original complaint areas, however a new complaint area could not be covered with stimulation. Reprogramming was attempted but was unsuccessful. The patient declined a lead revision.

Manufacturer narrative:
(B)(4).